Manufacturer narrative:
(B) (4): eval results - visual inspection of the returned product showed a tear across the and a dried dark surgical residue. A work order search was performed and there were no similar complaints found. (B) (4).

Event description:
It was reported that the surgeon inserted and removed an aa4204vf silicone plate lens. An aq lens was implanted in the sulcus. Additional info was requested but not yet received. If any additional info is obtained a supplemental medwatch will be submitted.